Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation / migration'), device expulsion ('migration of essure device location of device: uterus'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)') and sinus disorder ('sinus') in an adult female patient who had essure (batch no. 20227507) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pre-eclampsia, tachycardia, smear cervix abnormal and parity 2. Previously administered products included for contraception: mirena from (B)(6) to (B)(6) . Concurrent conditions included mitral valve prolapse, chronic sinusitis, bacterial vaginosis, gardnerella vaginalis test positive, urinary tract infection and herpes simplex type I. On (B)(6)2010, the patient had essure inserted. In (B)(6)2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female / chronic pain/ pain"), dysmenorrhoea ("dysmenorrhea (cramping)/ dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6)2014, the patient experienced migraine ("migraine/ migraines / headaches") and fatigue ("fatigue/ fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), hypersensitivity ("hypersensitivity nos"), dermatitis allergic ("allergic rash"), headache ("headaches"), alopecia ("hair loss"), sinus disorder (seriousness criterion medically significant), abdominal pain lower ("lower left abdomen pain"), constipation ("constipation") and genital haemorrhage ("bleeding"). The patient was treated with surgery (ablation, full hysterctomy with bilateral salpingectomy, laparoscopic full hysterctomy with bilateral salpingectomy and surgery-sinus). Essure was removed on (B)(6)2017. At the time of the report, the fallopian tube perforation, device expulsion, menorrhagia, blood disorder, cardiac disorder, hypersensitivity, dermatitis allergic, migraine, alopecia, sinus disorder, vaginal haemorrhage, abdominal pain lower and constipation outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, headache, fatigue and genital haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, blood disorder, cardiac disorder, constipation, dermatitis allergic, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, sinus disorder and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping), pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), blood/heart disorder, migration/ fallopian tub perforation, migration, headaches, hair loss, fatigue and sinus. Essure removal date provided as 43011 reported. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Concerning the injuries reported in this case, the following ones were reported via social media: constipation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 31-jan-2020: pfs received. New event genital bleeding was added and its outcome was added. Outcome of previously reported events pelvic pain, abdominal pain, dysmenorrhea, headache and fatigue were updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation / migration'), device expulsion ('migration of essure device location of device: uterus'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)') and sinus disorder ('sinus') in an adult female patient who had essure (batch no. 20227507) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pre-eclampsia, tachycardia, smear cervix abnormal and parity 2. Previously administered products included for contraception: mirena from 2005 to 2008. Concurrent conditions included mitral valve prolapse, chronic sinusitis, bacterial vaginosis, gardnerella vaginalis test positive, urinary tract infection and herpes simplex type I. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female / chronic pain/ pain"), dysmenorrhoea ("dysmenorrhea (cramping)/ dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced migraine ("migraine/ migraines / headaches") and fatigue ("fatigue/ fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), hypersensitivity ("hypersensitivity nos"), dermatitis allergic ("allergic rash"), headache ("headaches"), alopecia ("hair loss"), sinus disorder (seriousness criterion medically significant), abdominal pain lower ("lower left abdomen pain"), constipation ("constipation") and genital haemorrhage ("bleeding"). The patient was treated with surgery (ablation, full hysterctomy with bilateral salpingectomy, laparoscopic full hysterctomy with bilateral salpingectomy and surgery-sinus). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, menorrhagia, blood disorder, cardiac disorder, hypersensitivity, dermatitis allergic, migraine, alopecia, sinus disorder, vaginal haemorrhage, abdominal pain lower and constipation outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, headache, fatigue and genital haemorrhage had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, blood disorder, cardiac disorder, constipation, dermatitis allergic, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, sinus disorder and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping), pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), blood/heart disorder, migration/ fallopian tub perforation, migration, headaches, hair loss, fatigue and sinus. Essure removal date provided as 43011 reported. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Concerning the injuries reported in this case, the following ones were reported via social media: constipation. Lot number: 20227507, manufacturing date: 2009-11, expiration date: 2012-11. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-feb-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation / migration'), device expulsion ('migration of essure device location of device: uterus'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)') and sinus disorder ('sinus') in an adult female patient who had essure (batch no. 20227507) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pre-eclampsia, tachycardia, smear cervix abnormal and parity 2. Previously administered products included for contraception: mirena from 2005 to 2008. Concurrent conditions included mitral valve prolapse, chronic sinusitis, bacterial vaginosis, gardnerella vaginalis test positive, urinary tract infection and herpes simplex type I. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female / chronic pain/ pain"), dysmenorrhoea ("dysmenorrhea (cramping)/ dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced migraine ("migraine/ migraines / headaches") and fatigue ("fatigue/ fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), hypersensitivity ("hypersensitivity nos"), dermatitis allergic ("allergic rash"), headache ("headaches"), alopecia ("hair loss"), sinus disorder (seriousness criterion medically significant), abdominal pain lower ("lower left abdomen pain") and constipation ("constipation"). The patient was treated with surgery (ablation, full hysterctomy with bilateral salpingectomy and surgery-sinus). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea, blood disorder, cardiac disorder, hypersensitivity, dermatitis allergic, migraine, headache, alopecia, fatigue, sinus disorder, vaginal haemorrhage, abdominal pain lower and constipation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, blood disorder, cardiac disorder, constipation, dermatitis allergic, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, sinus disorder and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping), pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), blood/heart disorder, migration/ fallopian tub perforation, migration, headaches, hair loss, fatigue and sinus. Essure removal date provided as 43011 reported. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Concerning the injuries reported in this case, the following ones were reported via social media: constipation. Most recent follow-up information incorporated above includes: on 17-oct-2019: plaintiff fact sheet, medical records and social media were received. Events per pfs: migration of essure device location of device: uterus, abnormal bleeding (vaginal), rashes or skin conditions, lower left abdomen pain. Event per social media: constipation. Lot number, medical history, concurrent condition and laboratory data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation / migration'), device expulsion ('migration of essure device location of device: uterus'), menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)') and sinus disorder ('sinus') in an adult female patient who had essure (batch no. 20227507) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included pre-eclampsia, tachycardia, smear cervix abnormal and parity 2. Previously administered products included for contraception: mirena from 2005 to 2008. Concurrent conditions included mitral valve prolapse, chronic sinusitis, bacterial vaginosis, gardnerella vaginalis test positive, urinary tract infection and herpes simplex type I. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2013, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female / chronic pain/ pain"), dysmenorrhoea ("dysmenorrhea (cramping)/ dysmenorrhea (cramping)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2014, the patient experienced migraine ("migraine/ migraines / headaches") and fatigue ("fatigue/ fatigue"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), hypersensitivity ("hypersensitivity nos"), dermatitis allergic ("allergic rash"), headache ("headaches"), alopecia ("hair loss"), sinus disorder (seriousness criterion medically significant), abdominal pain lower ("lower left abdomen pain") and constipation ("constipation"). The patient was treated with surgery (ablation, full hysterectomy with bilateral salpingectomy and surgery-sinus). Essure was removed on (B)(6) 2017. At the time of the report, the fallopian tube perforation, device expulsion, menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea, blood disorder, cardiac disorder, hypersensitivity, dermatitis allergic, migraine, headache, alopecia, fatigue, sinus disorder, vaginal haemorrhage, abdominal pain lower and constipation outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, blood disorder, cardiac disorder, constipation, dermatitis allergic, device expulsion, dysmenorrhoea, fallopian tube perforation, fatigue, headache, hypersensitivity, menorrhagia, migraine, pelvic pain, sinus disorder and vaginal haemorrhage to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping), pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), blood/heart disorder, migration/ fallopian tub perforation, migration, headaches, hair loss, fatigue and sinus. Essure removal date provided as 43011 reported. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: menorrhagia, pelvic pain. Concerning the injuries reported in this case, the following ones were reported via social media: constipation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-nov-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation / migration') and menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain female / chronic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), blood disorder ("blood disorder"), cardiac disorder ("heart disorder"), hypersensitivity ("hypersensitivity nos"), dermatitis allergic ("allergic rash"), migraine ("migraine"), headache ("headaches"), alopecia ("hair loss"), fatigue ("fatigue") and sinus disorder ("sinus"). The patient was treated with surgery (ablation and full hysterctomy with bilateral salpingectomy). Essure was removed. At the time of the report, the fallopian tube perforation, menorrhagia, pelvic pain, abdominal pain, dysmenorrhoea, blood disorder, cardiac disorder, hypersensitivity, dermatitis allergic, migraine, headache, alopecia, fatigue and sinus disorder outcome was unknown. The reporter considered abdominal pain, alopecia, blood disorder, cardiac disorder, dermatitis allergic, dysmenorrhoea, fallopian tube perforation, fatigue, headache, hypersensitivity, menorrhagia, migraine, pelvic pain and sinus disorder to be related to essure. The reporter commented: she received treatment for the following events dysmenorrhea (cramping), pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), blood/heart disorder, migration/ fallopian tub perforation, migration, headaches, hair loss, fatigue and sinus. Essure removal date provided as (B)(6) reported. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-oct-2019: pfs received: this case was upgraded from other event to incident. Event "injury" was updated as "dysmenorrhea (cramping)", events- "pelvic/abdominal pain, menorrhagia (heavy menstrual bleeding), blood/heart disorder, migration/ fallopian tub perforation/migration, headaches, hair loss, fatigue and sinus", reporter, lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.